Manufacturer narrative:
Additional information: the lesion was in the proximal ramus marginalis sinister with 40% stenosis. During the procedure, the device did not pass through a previously deployed stent. Inflation difficulties occurred during first inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that when attempting to deploy the stent at the lesion site that the balloon could not be inflated, therefore the stent could not be deployed and was removed. An attempt was made to inflate the device after removal from the patient but it could still not be inflated. The procedure was completed without issue using another medtronic stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon. The balloon folds were intact; no inflation had taken place. It was not possible to inflate the balloon due to crystallized contrast in the inflation lumen. The device was placed in the waterbath to disperse the contrast. Upon removal, the device was inflated to nominal pressure of 9atm with no issues noted. The stent expanded and then deployed with no issues noted. There was no damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.